Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was tested for upstream air in line test and it failed due to reload sensor error. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be upstream sensor is out specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had air in line. No additional information is available.

Manufacturer narrative:
Correction: h11: the device was received for evaluation. During functional testing of the device it alarmed reload set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the upstream sensor out specification. The ultrasonic sensor requires replacement to address this issue. This malfunction would not lead to a death or serious injury if it were to recur. A reload set alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted